Event description:
Pt was prepped for a thermachoice ablation procedure, and the light source stopped working. Hospital did not have a backup light source, so the doctor cancelled the procedure and rescheduled it.

Manufacturer narrative:
I have filed this supplemental to MDR 12-08 (cfn: 1221826-2012-00008) to report that a possible cause for the power assembly being defective was the use of counterfeit capacitor chips provided by the supplier. The issue was addressed through a CAPA.

Event description:
After remediation of this MDR, it was determined that we should file a supplemental. I am filing the supplemental to add information on possible cause of defect.

Manufacturer narrative:
Eval states that the power supply is defective and it will not ignite the lamp. Lamp is burned and light output is very low.